Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set filled despite the valve being clamped. It was further reported that leaking was observed out of the top of the buretrol chamber while hanging the set on an intravenous (IV) pole. This was identified during priming with normal saline. There was no patient involvement. No additional information is available.